Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, additional information was not received.

Event description:
It was reported that the tubing set separated at the engagement to the drip chamber while priming the line with saline.